Manufacturer narrative:
Batch review performed on 27 jan 2026. Lot 2501290: (B)(4) items manufactured and released on 07-mar-2025. Expiration date: 2030-feb-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At 4 months from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised the insert to an insert of the same size. The surgery was completed successfully.